Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump had a compromised force sensor system alarm during basic occlusion test due to slightly loose drive support disk. The insulin pump was received with minor scratches on lcd window. Unit received with cracked case at display window corners and battery tube threads. The insulin pump was received with broken reservoir tube lip and belt clip slot. (B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer also reported that he received compromised force sensor system alarm. The customer's blood glucose was 528 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with manual injections. The insulin pump will be returned for analysis.